Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 controller/personal diabetes manager (pdm) overheated while charging overnight, causing the device and the usb-c charging cable tip to melt and emit a burning smell. The patient stated the pdm remained hot, the screen was non-functional, and the cable end had fused at the controller port, though the wall adapter was undamaged. It is unknown if the patient was using a charging cord provided by insulet. No medical attention was required, nor did the patient experience any harm and a replacement device was provided.

Manufacturer narrative:
The lot number, serial number, primary UDI number and manufacture date were updated.